Event description:
It was reported that patient underwent extraction of a non-synthes nail on (B)(6) 2025. Synthes extraction equipment was used. The conical nozzle, along with the retaining sheath and sliding guide, were assembled to the nail and could not be detached afterward. All three pieces were sent together in the kit. Additionally, an attempt was made to detach these pieces, but the combination wrench, which was also sent in the kit, broke.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 355.220-15, lot: 5391p23. It was electronically reviewed and no nonconformance's / manufacturing irregularities were identified during the manufacturing process. The product was released on: 14 july 2023. Manufacturing site: jabil bettlach. The product was not returned to depuy synthes; however, photos were received for review. The device associated with this report was not returned to medtech orthopedics for evaluation. The photographs were reviewed, however the provided evidence was not sufficient to confirm the reported event of the provided evidence was not sufficient to confirm the reported event of "unable to assemble/disassemble ". Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached don't have any evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.